Event description:
It was reported that the patient can no longer hear with her device. The external parts were checked but the situation remained. Testing carried out on (B)(6) 2011, shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.